Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor memorygel, 800 cc silicone breast implants which the patient experiencing capsular contracture baker grade iii on the right side after implantation. Patient reported that a mild pain started in february, but it really started getting uncomfortable in the first week of march, it looks like is indented, very sensitive on pressure like when the bra wire pokes in, it feels like a needle. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.